Event description:
It was reported that a pt experienced hearing loss after an MRI exam was performed on a signa hd mr scanner. The pt was provided with earplugs, but claims that the earplugs became dislodged during the exam. She was later evaluated by a health care professional who confirmed partial hearing loss.

Manufacturer narrative:
The signa hd mr scanner is designed to comply with the acoustic noise limits of iec 60601-2-33. There is no evidence of any system malfunction, or abnormally high noise levels. The user documentation for the system includes warnings related to acoustic noise, and instructions for the proper use of hearing protection.